Manufacturer narrative:
The subject device was not returned for evaluation. The device was discarded by the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device model 3006 5mm cutting forceps was reported to fail upon installation. Customer reported they were performing inventory and found the corner of the area of the 3006 package is folded upward inside the box and there is tiny crack, rendering it unsterile. Customer stated they have seen this occurred with two (2) other ones 2-3 weeks ago prior to this report. Customer stated the two additional items were never used on a patient, and were discarded and non were reported. There was no patient harm, no user injury reported due to the event. This report includes 4 reports (customer reported with the same issue (damaged packaging) . C22219348 (lot fr200177) damaged packaging. C22219092 (lot fr179557) damaged packaging. C22228637 (unknown lot) device discarded by the customer, the issue was not reported to olympus at time of the event. C22228636 (unknown lot) device discarded by the customer, the issue was not reported to olympus at time of the event. This report is for report patient identifier c22228636 (unknown lot) device discarded by the customer, the issue was not reported to olympus at time of the event (damaged packaging).

Manufacturer narrative:
This report is being supplemented to provide additional information based on manufacturer's final investigation. As the device did not return to olympus, a physical device inspection could not be performed. This complaint was escalated to packaging personnel and as a result, the associated (device history records)DHR's and inspection procedures were reviewed. Since the lot number was not provided in this case, the other associated DHR's were reviewed and found no notes of any damages prior to shipping the devices out of olympus. Further, there is visual inspection procedures ensuring the devices are not damaged prior to being shipped out. Reviewing the complaint history of this product, there were no other complaints regarding any packaging damage for this model in 2022, resulting in no significant trends observed. The failure likely happened after the devices left olympus in good condition, without damage. The observed failure is a known phenomenon likely resulting from damage occurring during shipping or handling. On page 2 of the device IFU (pn0013496_ab), it states: "carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged." Olympus will continue to monitor complaints for this device.